Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discordant sars results for 1 asymptomatic consumer. The consumer communicated that they first tested positive and then later negative. No additional confirmatory testing had been completed. The consumer mentioned that the kits may have been expired but was not able to provide the associated lot number(s). An additional consumer event was communicated which is captured on a separate report.